Manufacturer narrative:
The unit had a blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. The unit had a minor scratched display window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother called in that the insulin pump was exposed to moisture and there was fluid underneath the display. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.